Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the insertion aid could only be removed with the help of another person and this occasionally bent the tube and led to the error messages during insulin release. The message ¿tube blocked¿ appeared although 20 units were still included. The issue occurred immediately upon use. There was no harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. As received, the cannula tubing was observed to be deformed. No other damages or anomalies were observed. The complaint of cannula breakage can be confirmed. The complaint of strong adhesion cannot be confirmed nor replicated. The complaint of pump occlusion cannot be confirmed nor replicated due to the catheter and pump not being returned for a full comprehensive evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.